Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose was unknown however blood glucose reading given was 7.5mmol/l - 8mmol/l. The customer was advised the possible causes of the alarm. The customer was advised to do a complete set change as soon as soon possible and to call back if issue persists in order to troubleshoot. Customer declined to do return the infusion set and reservoir for analysis. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.